Event description:
It was reported that during a low anterior resection procedure, while firing the device in the low rectum anastomosis, he could hardly hear the crunching sound of the washer, and found that the staple line was uncompleted and sub mucosal of rectum was torn off. The anastomosis staple line was reinforced with sutures. There was air leakage on circular anastomotic staple line. Surgery was prolonged one hour. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.